Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2017, at 02:00am the patient obtained a result of ¿62mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿32mg/dl¿ on another device. Meter to other meter comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with fixed insulin doses and the reporter denied that he made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that prior to the issue occurring the patient woke up ¿disorientated and delirious¿ and that at 02:00am on (B)(6) 2017 he contacted the emergency medical services (ems) who tested his blood glucose on an ems meter which gave a result of ¿32mg/dl¿ and he was treated with glucose tablets or gel. During the call the cca noted that the reporter could not confirm if the meter was set to the correct unit of measure and the patient had used an approved sample site when testing. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.